Event description:
It was reported that there was a right ventricular (rv) lead malfunction. Follow-up was conducted (in order to determine the specific malfunction); however, it was learned that there were no performance issues or allegations regarding the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 5076 implantable pacing lead, (B)(6) 2006. (B)(4).